Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. Model lap top ventilator passed 90 hour extended tests at customer's settings. The ventilator passed all testing and met all carefusion manufacturer specifications, so no root cause could be determined. Review of the event trace revealed 4 "ln vent 1" (reset) conditions on (B)(6) 2017. All other event trace entries are consistent with normal ventilator operation. As a precaution, the service technician replaced the power board.

Event description:
It was reported to carefusion that model lap top ventilator 1200 shut down while connected to a patient. The patient was removed from the ventilator and provided positive pressure ventilation via manual resuscitator for the remainder of the transport. The customer confirmed there was no patient harm associated with the reported event.